Event description:
Guidezilla ii 6f would not pass through 6f launcher jl4 guide catheter. The 6f guide liner was used with no issue. Manufacturer response for guidezilla ii, guidezilla ii (per site reporter): they are sending a return kit to us today so that we can mail it back to them.